Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the handle broke off from the device. All pieces were returned except for the inner sleeves of the device. The device was manufactured in 2012. This device shows signs of normal wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during the procedure thr, the handle of the reamer was detached from the main reamer tunnel. This occurred outside the patient and nothing fell into patient, all pieces recovered. The procedure was completed without delay and backup from smith&nephew was available to finish the surgery. Not any patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.